Event description:
Minimed qkset not delivering insulin appropriately patient - hospitalized 7 days, coma 2 days with suspected glucose level of 1000. Dose, frequency and route used: infusion. Therapy dates: approx 2011 to present. Diagnosis for use: dm adult. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.